Event description:
Prismflex machine in use in cardiovascular intensive care unit 11 alarmed "malfunction". We turned the machine off. Crrt treatment stopped. We were unable to return blood. Access and return line were flushed and clamped. Mobile dialysis notified of machine malfunction.